Event description:
Procedure: distal pancreas. According to the reporter the device was loaded with idrive properly and jaws were confirmed to open. During use on the patient, the green light was lit up and it was confirmed the jaws closed completely. The surgeon pushed the green button and green light started to flash. The surgeon pushed the blue button to fire but the device was not activated. No activation sound was heard. The surgeon pushed the silver button and opened the jaws. Blue lights on and green light start to blink. The surgeon changed the cartridge and it worked properly. No patient harm. No info about the use of reinforcement material. No reinforcement material was used in conjunction with the stapling device.

Manufacturer narrative:
(B)(4).